Manufacturer narrative:
The device was received and evaluated. The exposed portion of soft cannula was found to be bent. During fluid path test, fluid was found leaking through a tear on the exposed soft cannula, where the tip of formed needle rested. It could not be determined when this damage to soft cannula occurred or if it linked to the reported events of insulin delivery and leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 20 mmol/l (360 mg/dl). The pod was worn for between 24 and 36 hours. As treatment, a new pod was applied and a bolus was delivered.